Event description:
Third degree burn on right shoulder (burns third degree). Drainage of pus from the burn (purulent discharge). This is a spontaneous report from a contactable consumer or other non hcp. This consumer reported for her fiance, a (B)(6) male pt who started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) from (B)(6) 2015 for right shoulder pain and discomfort. Lot number and expiration date were unk. The pt's medical history included diabetes from an unspecified date. Concomitant medications were reported as none. On (B)(6) 2015, the reporter stated her fiance used the heatwrap for no more than 30 minutes and experienced a 3rd degree burn on his right shoulder. She stated he "attached the adhesive to the other side of the wrap directly on the skin." The caller reported there was drainage of pus from the burn. The reporter mentioned he was seen by a physician on (B)(6) 2015 but no further info was provided. The caller stated the pt did not have any other associated symptoms such as pain, fever, rash or swelling. Therapeutic measures taken included keflex 500mg "pills" orally four times daily for 7 days as an antibiotic for burn and silver nitrate 50g cream applied twice daily topically to shoulder for burn. The pt's skin was described as dark or olive. He does not have sensitive skin or any abnormal skin conditions. The pt has not previously used thermacare heatwraps or other heat products for pain relief. He did not engage in exercise while wearing the product. The pt mentioned he did check the skin under the heatwrap while wearing the product and had read the instructions before using the heatwrap. Action taken with suspect product was permanently withdrawn on (B)(6) 2015. At the time of the report, clinical outcome of the events was not resolved. Additional info has been requested and will be provided as it becomes available.

Manufacturer narrative:
Follow-up (01/23/2015): new info received from a contactable consumer includes: pt details, medical history, suspect product stop date, suspect product indication, concomitant medications, update of thermal burn to 3rd degree burn, therapeutic measures taken and event outcome. Additional info has been requested and will be provided as it becomes available. Company comment: based on the available info, the company cannot exclude a possible contribution of the suspect device product (thermacare heatwrap) to the events of third degree burn on his right shoulder and drainage of pus from the burn. This case is medically assessed as serious and reportable (initial 30-day) report.